Event description:
Customer reported when the alarm sounds and the nurse call cable is in use, the nurse will press the suspend button and the alarm will stop sounding in the pt's room but continue to sound at the nurse's station. Customer tested the nurse cable with known working alarms and the cable functions properly. Customer did not provide a date when this was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned unit did not confirmed the reported issue. Nurse call light does turn off when the hold button is pressed. Tested with known working nurse call cable and nurse call test fixture. Unit passes all functional tests. However, the battery door is missing, there is battery leakage residue inside battery compartment, the flat contacts and battery springs are corroded due to battery leakage and the aqualert water indicator label shows moisture exposure. Note: instructions for use states: batteries can exploded or leak and cause damage to alarm if installed incorrectly, fully discharged or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. (B)(4).